Event description:
An endurant stent graft system and an aneurx limb was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 14 years post the index procedure, that the patient presented emergently experiencing abdominal pain. A CT scan revealed a type ia endoleak with a 96mm abdominal aortic aneurysm. Intervention was performed, and an endurant ii/iis cuff (etcf3636c49e) was placed in the right renal artery. The left renal artery was covered, and the right renal was stented. A final angiogram was conducted, and the type ia endoleak was resolved. Per the physician the cause of the type ia endoleak was anatomy related due to the patients aortic neck dilatation compromising the seal of the stent graft. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that the aneurysm size at index procedure was not available and it is unknown how much the aneurysm enlarged due to the type ia endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.